Event description:
It was reported that prior to starting a da vinci surgical procedure, the wire at the tip of the cadiere forceps instrument was noted to be broken.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, failure analysis investigation found that one grip close cable was broken at the distal idlers. The idler pulley spun freely and was not damaged. The cable segment was sticking out at the wrist. The other cables at the wrist were damaged. Failure analysis investigation also found the following damages to the instrument: there were indentations at the edge of the distal pulley and there were visible scratches on the surface of the pulley. The distal end of the main tube had a scratch mark exhibiting light material removal and a rough surface finish. The scratch was short in length and was not axially aligned with the tube. It was concluded that the damages to the instrument's pulley and main tube were likely due to mishandling/misuse. No other damage was found. The customer reported complaint does not in itself constitute a MDR reportable event; however; the damage to the instrument's grip close cable and main, found during failure analysis investigation could likely cause or contribute to an adverse event if the failure mode were to recur.